Event description:
Customer medwatch # (B)(4) reports a strip of black insulation from reusable grasper came off instrument. Insulation strip was noted when doctor was checking abdominal cavity for bleeding. Insulation strip retrieved from abdominal cavity by doctor. Instrument removed from laparoscopic set, given to acm (assistant case manager). Procedure was a laparoscopic cholecystectomy. On (B)(6) 2012, customer reports via phone no harm to pt, doctor felt x-ray not needed.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.